Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The explanted device has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted once the evaluated has been completed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
It was reported that a 3000tfx 25mm aortic valve, implanted for approximately six (6) years and two (2) months, was explanted due to calcified and immobile leaflets. The patient presented with critical aortic stenosis. Intraoperative echo showed normal left ventricular systolic function pre and post procedure. A moderately calcified prosthetic valve was identified and explanted. The explanted device was replaced with a 3300tfx 25mm valve. Post procedure there was good prosthetic valve seating and function. Right ventricular function was normal. He was discharged on pod #6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluated by MFR : evaluation summary: customer report of calcified, immobile leaflets and aortic stenosis was confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcification deposits were observed on the inflow aspect of all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Wireform was exposed around leaflet 1 and 3 on the outflow aspect and on commissure 2. A suture remained on the sewing ring around leaflet 1. Additional manufacturer narrative: updated sections device evaluated by MFR .